Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the high priority error code was noted. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is unknown. The software is updated as a preventive measure. The service history revie was performed.

Event description:
It was reported that the device lights up red during infusion. There was no patient involvement, and no patient harm.